Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn material, inside the patient.

Event description:
It was reported that during the procedure, the stent suddenly got stuck halfway through when it was inserted with a pusher. The stent was then checked and it was noticed that its pigtail part had been torn. The procedure was completed with another of the same device and there were no patient injury reported.

Event description:
It was reported that during the procedure, the stent suddenly got stuck halfway through when it was inserted with a pusher. The stent was then checked and it was noticed that its pigtail part had been torn. The procedure was completed with another of the same device and there were no patient injury reported.

Manufacturer narrative:
Imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. The tria ureteral stent was returned for analysis, however, the suture did not return. During the visual inspection, and device inspection under magnification, it was found that the tip of the stent bladder coil was torn and the suture hole was also torn until the other hole. The reported event of stent torn material will be confirmed. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated and torn during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.